Event description:
This 87-yr-old male with history of sick sinus syndrome treated with single chamber pacemaker support in 1981 with replacement in 1995. At that time his chronic unipolar ventricular lead was retained and a long adapter was used to attach to a pulse generator. His course since then has shown gradual deterioration in unipolar impedence, suggesting insulation failure. Clinically symptomatic oversensing threatened the voo modality. The adapter was removed and the impedence and pacing threshold oin the chronic indwelling ventricular lead was satisfactory, indicating probable insulation break involving the adapter only.